Manufacturer narrative:
Zimvie complaint number (B)(4). Patient ID not provided. Patient weight not provided. Brand name of device not provided. Catalog and lot number of device not provided. PMA/510(k) number is unknown. Manufacturing date of device is unknown h3 other text : device is unknown and not returning.

Event description:
It was reported that the abutment screw loosened at the site and was removed and replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet screws were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the devices were not returned. No pre-existing conditions were noted in the per. The devices had been placed on tooth # 16 & 17 for an unknown period of time. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information device malfunction and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.